Event description:
Hosp personnel responded to a pt diagnosed as bradycardic. The pt was connected to the device for external pacing. According to the reporter, the device stopped pacing the pt. A backup was called for and immediately used. No adverse effects to the pt were reported as a result of the alleged malfunction.